Manufacturer narrative:
The investigation could not determine a specific root cause. A too short centrifugation time of 5 minutes at a too high g-force of 8000 rpm was found to be a possible cause.

Event description:
The customer received a questionable troponin t result for one patient sample. The initial result was 0.188 ng/ml. The repeat result from the same analyzer was 0.060 ng/ml. The repeat result from another cobas e411 analyzer at the site was 0.061 ng/ml. The repeat result was believed to be correct and was reported outside the laboratory. The patient was not adversely affected. The troponin t reagent lot number was 17505301 with an expiration date of 11/30/2014. The field service representative could not determine a cause. He checked for proper internal and external rinsing of s/r probe and sipper probe and checked for proper alignment of both probes. He ran performance testing with all results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.